Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for upgrade procedure, it was then that the right ventricular lead was exhibiting low impedance. The physician decided to program the device to unipolar, due to the patient's age and being non dependent. The patient was stable throughout the procedure and the device was working well in biv pacing mode.